Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation related to extension and retraction difficulty, while the dislodgement allegation was not confirmed as the lead tip appeared normal.

Event description:
It was reported that during the implant of this lead, the lead had dislodged. The physician had to retract and extend the helix as a result, and after several attempt the helix did not retract. Due to the helix issue the lead was not used and returned. No adverse patient effects were reported.